Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received with a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection was conducted and the reported issue was able to be confirmed. The battery compartment was corroded, rusty and contaminated. The issue was caused by contamination and fluid ingression which were customer induced. The battery compartment will be replaced to resolve the issue. No problems or issues were identified during this device history record review. Corrected data: h6 codes.

Manufacturer narrative:
One cadd solis hpca pump was received with a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection was conducted and the reported issue was able to be confirmed. The battery compartment was corroded, rusty and contaminated. The issue was caused by contamination and fluid ingression which were customer induced. The battery compartment will be replaced to resolve the issue.

Event description:
Information was received indicating that the battery of a smiths medical cadd solis hpca pump exploded in the battery compartment. There was no reported adverse event.